Event description:
The customer reported that their gastrointestinal videoscope would not produce an image, and there was a kink in the insertion tube. Upon inspection and testing of the returned unit, it was discovered that there was foreign material in the device nozzle, and the bending section cover was dirty. The material in the nozzle was ocher in color, and could not be identified. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that there was foreign material in the device nozzle, and the bending section cover was dirty. The material in the nozzle was ocher in color, and could not be identified. The customer's originally reported issue of blacked out image could not be confirmed, although their report that there was damage to the insertion tube was confirmed. Also reported were cosmetic scratches, wrinkles, dents, corrosion, charge coupled device damage, and wear of the angle wire. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Fields updated: b3, b5, h10.

Event description:
Additional information was received from the customer. The originally reported issues were discovered during reprocessing of the device. There was no procedure scheduled. To mitigate the issue, the customer contacted olympus and filed a complaint with an olympus field service engineer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the nozzle was clogged with brown foreign matter and dirt (organic matter) adhered to the bending section cover. The event likely occurred due to the leak in the forceps channel, it is likely that the reprocessing could not be done properly and the foreign matter and dirt could not be removed. The event can be detected/prevented by following the instructions for use which state: "during leakage testing, a continuous series of air bubbles emerging from a location on the endoscope indicates a leak at that location. This means that water will be able to penetrate the inside of the endoscope. If you locate a leak, remove the endoscope from the water with the leakage tester connected and contact olympus." Olympus will continue to monitor field performance for this device.